Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet sleep/wake tap function was intermittently unresponsive, delaying activation for extended periods and preventing timely meal announcements, and the user was provided a replacement device and belt clip; the event was associated with elevated blood glucose up to 270 mg/dl for approximately two hours without use of backup therapy or medical intervention. Symptoms included hyperglycemia without reported acute complications. Outcomes included temporary impairment of device usability that interfered with normal meal announcement workflow. Investigation included troubleshooting with case removal and multiple restarts, user education, and shipment of replacement supplies. Investigation of this case revealed a device performance issue consistent with an unresponsive user interface control on the sleep/wake function; no alarms or alerts were reported. It was concluded, based on previously established findings for similar reports, that the cause was an undetermined device malfunction affecting the user interface.